Manufacturer narrative:
A sample is expected but has not yet been received at the mfg site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All syringes are visually inspected, items with incompletely assembled luer-lock adapters are removed. (B)(4).

Event description:
A nurse reported that the luer-lock adapter and cannula detached from the syringe while advancing the product, it is unk if a pt was involved at the time of the event. Add'l info has been requested.